Manufacturer narrative:
Updated fields - b4,b5, d4(UDI), e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and did not identify any malfunction. The unit passed all functional testing in accordance with factory specifications, confirming that it met all applicable performance requirements.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an alert indicating that the counterpulsation pressure was below the specified limit. Automatic inflation was completed. However, when the start button was pressed, the device did not inflate. After the unit was restarted, the counterpulsation function operated as intended. No patient harm was reported.

Manufacturer narrative:
Postal code: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave (iabp) observed problem with baloon inflation. There was patient involved. No patient harm was reported.